Event description:
The customer reported that the clear insulation became damaged during a laparoscopic rectum procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The clear insulation was damaged. The device failed hipot testing.